Event description:
Healthcare professional reported "any creases" and calcification.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, opening, device appearance (observed what appears to be like crater appearance on shell surface) and white particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on posterior due to a fold flaw opening. Reason for reoperation is deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
The reason for reoperation was deflation.

Event description:
Device was explanted.